Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013 to remove a screw which the surgeon had implanted outside the acetabulum. The head, polyethylene liner and screw were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings states, ¿the surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants.¿